Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
The patient reported that she was at the bank and started to feel light headed, having difficultly breathing. As she went home, she was still not feeling well so she went to the ER because her o2 level was low. While she was there, they gave her supplemental oxygen, had a EKG and also breathing treatments. She was there for a day only. The patient has a history of copd and has received a replacement unit overnight.